Manufacturer narrative:
No complaint was received with the return of the lead. A partial lead was returned in one piece. Failure event observed during analysis. Final analysis found two external abrasions breaching the outer insulation and exposing the outer coil at 11.1 ¿ 11.5 cm and 11.8 ¿ 12.3 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.